Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that there was a problem with the speaker, as no sound is produced by the monitor. The customer indicated that the speaker was changed as well as the power switch card, but the problem persists. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
This case was managed as a nemo (no engineer material only) remote service event. Analysis was performed by a philips remote service engineer (rse) in consultation with the customer, during which the main board was identified as the likely cause of the malfunction. As this was a remote service case, no philips engineer attended the site. The customer has assumed responsibility to repair the device with the replacement main board provided. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).